Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drops were not observed from the infusion set cannula, infusion tubing, or cartridge tubing during the fill tubing sequence. The issue occurred with multiple infusion sets and cartridges. The customer's blood glucose was in the 400 mg/dl range. Reportedly, the customer completed multiple supply changes to resolve the issue and completed the load sequence successfully.